Event description:
The customer returned the product for a faulty patient-controlled analgesia (pca) socket, and during physical inspection it was found that the downstream occlusion (dso) seal was damaged/detached. After investigation the results indicated a reportable malfunction due to the damaged/detached dso seal. The event occurred during preventative maintenance, and there was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The pump was found to have a damaged/detached downstream occlusion (dso) seal. After investigation the results indicated a reportable malfunction due to the damaged/detached dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal.